Manufacturer narrative:
The investigation for the reported damage issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs around the complaint date do not reveal any malfunctions. Device analysis: during inspection, the console housing was found chipped and broken. No abnormality was found for console internal modules and connections. Per the results of the clinical review and investigation, the root cause was determined to be use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) was dropped or suffered a heavy impact resulting in housing damage. A loaner was onsite for patient support. There was no report of patient harm or injury.